Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a handpiece presented with no phacoemulsification during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was retuned for evaluation. The handpiece (hp) was manufactured on october 15, 2013. Based on qa assessment, the product met specifications at the time of release. The hp received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The hp was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was then connected to a dynamic tuning fixture (dtf) for stroke testing on the ultrasonic and torsional movement which found the handpiece to meet specifications. The returned handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).